Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/28/2015 with the following findings: there was corrosion/rust visible inside the battery compartment. The leak test failed due to a battery compartment crack. There were multiple pump reboots observed in the black box; however the complaint was not duplicated during the investigation. The pump was opened and there was evidence of moisture observed inside. The pump was run on a 24 hour basal program with no intermittent power or reboots occurring.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.